Event description:
It was reported that the burr became stuck in the lesion and the burr broke. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified proximal right coronary artery (rca). A 2.25mm rotapro was selected for use percutaneous coronary intervention (pci) procedure. The rotapro was prepped and platformed at 180,000rpm outside the patient. During procedure, an 8f mach1 fr4 guide catheter was engaged and inserted into the periphery of the rca with a guidewire. There was significant resistance as burr moved forward from the guide catheter, which may have resulted in excessive loading. The tip of the guiding catheter was damaged. The lesion part was confirmed through intravascular ultrasound (ivus), and the guidewire was replaced with a rotawire drive floppy through a microcatheter. Ablation was performed several times and the rotation speed was down by maximum 30,000rpm. The burr became stuck and the burr detached in the lesion when the device was removed outside the patient. The physician cut the catheter drive shaft outside the patient and the 7f guidezilla2 was inserted near the tip of the guiding catheter. When the drive shaft and the rotawire drive was pulled, pulled the detached burr and out of the vessel. The detached burr was completely removed from the patient. The procedure was completed with another rotapro deice. There were no patient complications reported, the patient was discharged and was stable.

Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported that the burr became stuck in the lesion and the burr broke. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified proximal right coronary artery (rca). A 2.25mm rotapro was selected for use percutaneous coronary intervention (pci) procedure. The rotapro was prepped and platformed at 180,000rpm outside the patient. During procedure, an 8f mach1 fr4 guide catheter was engaged and inserted into the periphery of the rca with a guidewire. There was significant resistance as burr moved forward from the guide catheter, which may have resulted in excessive loading. The tip of the guiding catheter was damaged. The lesion part was confirmed through intravascular ultrasound (ivus), and the guidewire was replaced with a rotawire drive floppy through a microcatheter. Ablation was performed several times and the rotation speed was down by maximum 30,000rpm. The burr became stuck and the burr detached in the lesion when the device was removed outside the patient. The physician cut the catheter drive shaft outside the patient and the 7f guidezilla2 was inserted near the tip of the guiding catheter. When the drive shaft and the rotawire drive was pulled, pulled the detached burr and out of the vessel. The detached burr was completely removed from the patient. The procedure was completed with another rotapro device. There were no patient complications reported, the patient was discharged and was stable.

Manufacturer narrative:
E1: initial reporter state: (B)(6). Device evaluated by manufacturer: the returned device consisted of the burr and 135.3cm of the coil from a rotapro device. The coil, burr and annulus were visually and microscopically examined. Inspection of the device found that the coil had been kinked, stretched, and broken at the point of detachment from the remainder of the device. X-ray imaging of the burr was taken in order to confirm that the coil separated near the proximal end of the burr and that the separation was not indicative of a glue bond failure. During review, it was found that the coil had separated at the proximal end of the burr and that a glue bond failure was unlikely. The 8f guide catheter used during the procedure was returned for analysis. During testing with use of the returned 8f guide catheter, it was found that the burr was not able to advance through the guide catheter. The diameter of the burr was taken and found to be under the 2.36mm width for the correctly sized guide catheter as indicated by the IFU. As the instructions for use state that the appropriately sized guide catheter for a 2.25mm burr is a 9f [2.36mm], it was considered likely that the difficulty was experienced due to use of an incorrectly sized guide catheter. Product analysis confirmed the reported detached burr and resistance with guide catheter, as the burr was received detached from the coil, and resistance was encountered during testing with the returned 8f guide catheter due to a size discrepancy per the IFU. The reported event of the device becoming stuck within the lesion was not able to be confirmed as procedural circumstances were unable to be replicated.